Event description:
It was reported that the subject device had image becomes blurred, indistinct or noisy. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and it was found that liquid has entered the light guide plug. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is a known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.